Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). (B)(4)confirmed that there was no bad smell from the subject device. And it was confirmed the following detects at the inspection in (B)(4). A water leakage test was failed. The objective lens was scratched. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that there was a bad smell from the subject device by the user facility. And omsc was informed that the subject device tested positive for the following some kinds of bacteria during surveillance culturing conducted by a third party laboratory on march 16, 2017. The auxiliary water channel of the subject device tested positive for stenotrophomonas maltophilia (>200 cfu /ml). The biopsy channel of the subject device tested positive for stenotrophomonas maltophilia and acidovorax temperans (total of microbial colony count is 2 cfu /ml). There was no report of infection associated with this report.